Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited noise on the atrial channel. The involved right atrial (ra) lead is a non-boston scientific product. It was also noted an overresponse on the mv feature. Boston scientific technical services (ts) offered reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.